Manufacturer narrative:
(B)(4). Batch # t5ex09. Additional information was requested, and the following was received: could you please clarify if the patient was taken back for a second surgery where the re-opening of the laparotomy was done or was this done in the initial surgery? Initial surgery. Did the patient receive a colostomy? If yes, will this be a permanent or temporary colostomy? No. Colostomy. What is the current patient status? The patient is fine. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Additional day of hospitalization. What were the indications for surgery? Cancer sigmoide. What surgical procedure was performed? Sigmoidectomie. Was the additional day of hospitalization related to the issue experienced with the cdh29a device or was this associated to other issue not related? Associated to the experience with cdh29a. Did the patient receive any preoperative chemotherapy or radiation? Don¿t know. What healthcare professional fired the device and what is his/her experience with the device? Surgeon and did not get a good stapling result. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? At least 15 seconds. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, not as usual, not well formed. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Don¿t know. The patient is fine. Device analysis: the analysis results found that the cdh29a device arrived with the knife damaged, the breakaway washer was present and with an off-center cut and damage the knife by pressing it hard enough against the anvil. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete; however, the anvil and guide face were noted to be misaligned due to the damaged knife, resulting in some staples were not properly formed on this area. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the recto-colic anastomosis, the device got jammed at the stapling, led to an incomplete anastomosis and a rupture of the anastomosis. Because of the issue, it was necessary to perform a re-dissection, a rectal stapling and a reopening of the laparotomy with the risk of ending by a definitive colostomy. Significant infectious risk by stool flux inside the abdominal cavity during the rupture of the anastomosis. It was impossible to retrieve the device easily. Presence of non-closed staples at the retrieval. Recovery. Procedure: sigmoidectomy.